Event description:
It was reported that the superion indirect decompression system implant patient was experiencing inadequate pain relief. The patient underwent an explant procedure where the superion implant located at the l4-5 lumbar vertebra was explanted. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.